Manufacturer narrative:
Initial.

Event description:
It was reported that a connector would not fit onto the cartridge despite attempts to twist and push it, while another connector from the same lot functioned properly, and replacement connectors were sent. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical fitting problem associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.